Event description:
A volume discrepancy was reported. The actual residual volume was 35 ml and the expected residual volume was 23 ml, a 70% difference. No symptoms were reported. The logs indicated and session reports from dose adjustments, all look okay with nothing abnormal. The hcp indicated she will let the pump run at the current rate over the weekend and recheck volumes again on monday. The current settings were: concentration 1mg/ml daily dose of 4.502mg/day, indicating that about 18mls will have been delivered by monday. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)